Manufacturer narrative:
The labeling for virotrol indicates this product contains biological source material and should be treated as potentially infectious. Each human serum or plasma donor unit used in the preparation of this product was tested for the presence of hbsag, antibodies to hiv-1 and hiv-2 and antibodies to hcv using licensed reagents. Human source materials reactive for viral hepatitis markers and antibodies to retroviruses used to produce this product have been treated to inactivate infectious agents. However, no known test method can assure that products derived from human sources will not transmit infection. It is recommended that this product and all human specimens be handled in accordance with biosafety level 2 practices as described in (B)(4) and (B)(4), biosafety in microbiological and biomedical laboratories, or other equivalent guidelines.

Event description:
On (B)(6) 2018 bio-rad qsd technical support received a report from (B)(6) reporting that a laboratory individual had splashed virotrol I control into her eye. The individual cleaned her eyes by splashing water. She also saw a doctor in the hospital and was tested for (B)(6) antibody. The incident occurred in the hospital lab.